Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) medical records ad 26 apr 2022 were reviewed by clinician. On (B)(6) 2014, the patient had a left knee arthroplasty to address degenerative joint disease. Depuy products were implanted during this procedure. On (B)(6) 2021, the patient had a left knee revision to address loose total knee arthroplasty. During the procedure the surgeon reported finding loose femoral component with significant lateral femoral condylar bone loss as well as grossly loose tibial component. There was fibrinous tissue with significant bone loss around the femoral component. The tibial tray was noted to be grossly loose at the cement/implant interface. The insert was removed without allegation of deficiency. Depuy components were implanted along with competitor cement x2. Doi: (B)(6) 2014; dor: (B)(6) 2021; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.